Event description:
The patient's implant and leads are exposed through the skin. There is no apparent infection. The surgeon has decided to explant the sytem. The patient will be implanted with a new advanced bionics stimulator in the future.